Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, upon removal of the device from the package, it was noted that the jaw of the forceps was at an angle and would not straighten out. It was also reported that only one of the jaws would open and the device would not close properly. This device did not come into contact with the patient and was not used for the procedure. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. A visual examination of the returned device found that the needle tail was bent and completely out of the clevis which caused the angled position of the needle when the device was opened. No abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device jaws would open and close normally considering the bent needle tail and angle of the needle tip. The curves were measured. One of the two curves was found to be out of specification. This condition could cause the device to open in an "l" position. The condition of the returned incident device was consistent with the complaint that the distal end was at an angle and the jaws would not function properly. The most probable root cause is manufacturing due to the improper curve forming. (B)(4).